Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.